Event description:
It was reported that the patient presented to the hospital with a driveline infection. The log files were reviewed and there were no abnormal alarms. The equipment appeared to be functioning as intended but was poorly treated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the driveline exit site showed purulent drainage with small amount of fluid seen along driveline via computed tomography (CT) imaging. Preliminary driveline exit site culture had returned positive for staphylococcus aureus. The infection was treated with appropriate intravenous antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements no further information was provided. The manufacturer is closing the file on this event.